Event description:
The event involved a plum 360 infusion pump where it was reported that an incorrect count of the volumes infused (it does not count them). There was no report of patient involvement or human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Initial reporter email: (B)(6).

Manufacturer narrative:
Received the plum 15.11.42.018/serial # (B)(6) and was investigated. There was no physical damage noted. The pump logs were reviewed, and no anomalies observed in the pump diagnostic logs. No delivery related alarms found in the device history. The device passed all performance verification test (pvt) including the delivery accuracy testing with device showing incrementing volumes being delivered throughout. The customer¿s complaint is not confirmed from the logs and not replicated during testing. No probable cause determined. Additional information in e1 - initial reporter email is (B)(6).